Manufacturer narrative:
Follow-up #1: date of submission 03/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2016 with the following findings: the pump's black box showed a stuck voltage for 2 hours following a call service 234 alarm. The battery compartment and cap were undamaged and able to fit securely to maintain an electrical connection. The prime steps were performed correctly and all current draws were within specifications. No overheating or any alarms occurred during the investigation. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.